Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the doctor found that the clip stuck and loosened after 10 clips were fired so the clip could not be closed properly. There was no reported patient injury.

Event description:
It was reported that the doctor found that the clip stuck and loosened after 10 clips were fired so the clip could not be closed properly. There was no reported patient injury.

Manufacturer narrative:
(B)(4). Two complaint voided due to three complaints were opened for one device autoendo5 for three failures. Based on what was reported in the investigation there was only one issue for MDR file #3003898360-2018-00206 (B)(4). This one is a valid complaint. Therefore the other two complaints were voided, as follows: 3003898360-2018-00232 (B)(4) - voided. 3003898360-2018-00233 (B)(4) - voided. Note that the two complaints referenced above have been voided. Please make a note of it for your records.

Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml lot # 73c1700361 was manufactured on 03/20/2017 a total of 288 pieces. Lot was released on 03/24/2017. DHR investigation did not show issues related to complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that the doctor found that the clip stuck and loosened after 10 clips were fired so the clip could not be closed properly. There was no reported patient injury.